Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation surgery, scratches were found on the surface of the artificial lens. It could not be implanted into the surgical eye, as it might have caused blurred vision if implanted. The lens was replaced with another brand of artificial lens. The surgery was continued and completed on the same day. This complaint has been reported by the regulatory authority itself. No follow-up possible.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).